Event description:
The manufacturer received information that a trilogy 200 ventilator device was returned to a third-party service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed a verify differential pressure sensor calibration failure. No documentation of a replaced component to address the issue. Additionally, the handle o-ring kit was missing, the rubber feet were missing, the front enclosure kit was cracked, the rear enclosure assembly was cracked, the enclosure seal kit and porting block adapter kit rears needed changed, the exhalation port block was cracked and pinched, and the label was unacceptable.

Manufacturer narrative:
The reported failure of verify differential pressure sensor calibration is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.